Event description:
It was reported that the display on the insulin pump was blank. Troubleshooting was performed, but the display could not be restored. The customer stated that he has dropped the insulin pump and there are cracks in its casing. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies. The case was cracked.